Event description:
Ocs test failure there were no complaint samples for investigation. As part of proceeding with complaint, visual inspection, free flow and tightness test was performed on one retain sample of reported batch without found any irregularities. Additional practical test and ocs test was performed on one retain sample with water on pump and no nonconformities were noticed. The investigation of batch documentation did not show any deviations related to the complaint reason. There were no other complaints for this batch and article regarding this failure until now. No defects have been found during investigation performed on the retain sample, further no irregularities detected during review of production documentation.

Event description:
Ocs test failure.